Event description:
The customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced tgi module for communications issue. Replaced power supply and collimator interface to resolve boot issue.